Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports that five months after the dental implant and abutment were placed in ada site 7, the implant had not achieved osseointegration. The implant was placed manually in type ii bone and was not an immediate placement. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation. The dentist reported that immediate load was performed.

Event description:
The clinician reports that five months after the dental implant and abutment were placed in ada site 7, the implant had not achieved osseointegration. The implant was placed manually in type ii bone and was not an immediate placement. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).